Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device was in two pieces. It is unknown if the event occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it came apart into two pieces and had missing planetary wheels and spacer disc. Therefore, the reported condition was confirmed. It was noted the bearings were worn, o-rings were damaged and threads in set screw were worn out. The assignable root cause was determined to be due to loctite degradation and component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.